Manufacturer narrative:
It was reported the clear hub on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged out of the package. The caller reported that the "white piece" inside the hub was pushed in, and the dilator was not able to advance. It looked like the valve was broken inside the hub of the sheath. The valve was still inside of the sheath but detached from the hub. The sheath was not used on the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The hub was found in its place. A dilator was introduced into the sheath without problem. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal action related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issues of ¿hub detachment¿ and ¿obstructed sheath¿. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported hemostatic valve separation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valves separation occurred. It was reported the clear hub on the carto vizigo" 8.5f bi-directional guiding sheath medium was damaged out of the package. The caller reported that the "white piece" inside the hub was pushed in, and the dilator was not able to advance. It looked like the valve was broken inside the hub of the sheath. The valve was still inside of the sheath but detached from the hub. The sheath was not used on the patient. The carto vizigo" 8.5f bi-directional guiding sheath medium was replaced and the issue resolved. The procedure continued. There was no patient consequence.